Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that she was having problems with insulin pump and had hyperglycemia. The customer stated that the entry of the battery compartment is kind of rusted which was caused by the wear and tear. The customer stated that she is not sure if the insulin pump was delivering well . The customer stated that her current blood glucose level was 11 mmol/l and but yesterday the blood glucose level was 30 mmol/l. Troubleshooting was not performed. The insulin pump is not expected to return for analysis.